Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; b.5; b.6; b.7; h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "very adherent," "significant increase in size," and "seroma fluid came out."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.